Manufacturer narrative:
Method: device not returned. The device will not be returned for evaluation because it was discarded at the hospital. There is no update to the patient status. The health care provided has indicated that there was no malfunction of the device. Conclusion: a paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragile tissue). In this case, since the device was discarded and there is no available information on the patient, there is insufficient information to conclusively determine the root cause for the reported paravalvular leak.

Event description:
Reportedly, a 19 mm aortic valve was explanted after an implant duration of approximately 1 year 7 months (19.23 months) due to paravalvular leakage. The model 3000-19 mm valve was replaced with a model 3300tfx-19 mm valve on (B)(6) 2013. The health care provider has indicated that there was no malfunction of the device.